Event description:
It was reported the patient had a small intracranial hemorrhage (ich) following retrieval of a clot with the retrieval device (subject device). The physician did not allege any issues with the device and reported that tissue plasminogen activator (tpa) had been administered during procedure. The patient was reported to be stable post procedure.

Event description:
It was reported the patient had a small intracranial hemorrhage (ich) following retrieval of a clot with the retrieval device (subject device). The physician did not allege any issues with the device and reported that tissue plasminogen activator (tpa) had been administered during procedure. The patient was reported to be stable post procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient had a small intracranial hemorrhage (ich) following retrieval of a clot with the retrieval device (subject device). The physician did not allege any issues with the device and reported that tissue plasminogen activator (tpa) had been administered during procedure. The patient was reported to be stable post procedure.

Manufacturer narrative:
Device disposed of at the user facility.

Manufacturer narrative:
Conclusion: other for anticipated procedural complication. The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device was not available for evaluation as it was disposed of at the hospital. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.